Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose read as "high" on several occasions. To address the elevated blood glucose levels, the customer performed correction injections via multiple daily injections (mdi) and did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.